Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was sounding an audible alert. Upon interrogation it was discovered the alert was for a charge circuit timeout with notification that the charge circuit is inactive. It should be noted that the patient is in hospice care and the physician and patient have chosen to leave the device implanted after it had triggered end of service (eos). Caller was instructed that leaving the device implanted post eos is contrary to company guidelines and that device performance after eos is not guaranteed nor does it prevent nonprogrammable alerts from occurring and possibly re-enabling vt/vf detection. The device currently remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.